Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow up MDR will be submitted.

Event description:
It was reported that during the surgery, a foreign substance was found inside of sterile tray. The surgeon used an alternative one to complete the surgery. No adverse events were reported as a result of this malfunction.

Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). This medwatch is being filed to relay additional information. The following sections were updated/corrected. Review of the device history record for 00515047501, lot number z000008314, identified no relevant deviations or anomalies. The returned product had particulate in the packaging. However, the sterile packaging had been opened by the customer. This complaint cannot be confirmed. Zpc 8.400, section 8.3 8.4 ¿final qa inspection¿ and ¿particulate inspection¿ is a visual comparison inspection of the size of the particle against a ¿dirt estimation chart¿ using the tappi (t213 and t437) test methods. These inspection steps define the following parameters for particulate inspection: visually examine the package without opening. Inspect at a distance of 12 to 18 inches. Inspect each pouch for up to 10 seconds. Zimmer biomet inspection procedure ¿packaging materials inspection¿ as it pertains to sterile non-implantable devices and packaging materials defines that if the particulate is embedded then a total of two particles whose individual areas do not exceed 0.60 sq. Mm in size are acceptable. The sample size per department sampling plan form, dictates that the sampling size for qa inspection for this product must be at least 19. The root cause of the reported event could not be specifically determined with the provided information. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process.